Event description:
A report was received that alleges that the cuff deflated after 21 days of use. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the device was returned. Examination of the device showed leakage at the proximal cuff skirt. The likely cause was an incomplete bond between the cuff and the tube shaft. A corrective action has been implemented.